Manufacturer narrative:
The received device had the cannula assembly fully deployed. During investigation, a tear was observed in the exposed portion of the soft cannula. This tear diverted fluid from the intended fluid path. It could not be determined when or how this damage occurred. Download download data did not generate any hazard alarms. No timeouts or drive stalls were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 5 and 24 hours on the arm. Hyperglycemia treated with a new pod.